Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va13v9q, implanted: (B)(6) 2017, product type lead.

Event description:
The patient asked if manufacturer have standard instruction for device placement in the body because her hcp document shows placement was s3 but the x-ray that was done (B)(6) 2017 was showing s2 and her new hcp was saying he wanted to do a revision because the device was not place in the correct area and she would get better response if she have the revision. Patient stated she was in a car accident and thought device may have shifted but the x-ray showed device did not move when x-ray was compared to the original x-ray. Patient reported she was having issue with legs, her legs are symptomatic and problems with it and that's why she was seeing a new hcp and wanted to rule out the implant and get information about placement. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.